Event description:
The customer reported that when removing a bedside monitor (bsm) with a cracked screen and putting another one in its place they were only able to see the admin button instead of the patient vitals.

Manufacturer narrative:
The customer reported that when removing a bedside monitor (bsm-1700) with a cracked screen and putting another one in its place they were only able to see the admin button instead of the patient vitals. Technical service (ts) had the customer un-monitor and re-monitor the bedside and when they did this, they were able to see the patient's vitals. The customer stated that they'll be fixing the unit with the cracked screen themselves. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): zm transmitter: model # zm-541pa, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni.